Manufacturer narrative:
(B)(4). D10: unknown head unknown, unknown stem unknown, unknown cup unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised for unknown reasons. The all-poly freedom liner was explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, d1, d2, d4, d6a, g3, g4, g6, h2, h6.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised four (4) months later due to infection. The liner was explanted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. - product has not been returned. No product evaluation was able to be completed. - devices are used for treatment. - reported event is not related to device therefore, a compatibility review is not applicable. - no further actions will be initiated as a result of reported event. - root cause of the reported event is not device related. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.